Manufacturer narrative:
There was no contact phone number provided. The actual device was returned for evaluation. Reliability engineering evaluated device and determined that the cutter was stuck in the device and therefore, pretest could not be completed. This was because the bearings were no longer in axial alignment, not allowing the cutter to pass through. The reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings, which is normal use and servicing over time. If additional information should become available; a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a cranioplasty surgical procedure, it was discovered that the burr was getting stuck in the craniotome device. There was a five minute delay to the planned surgical procedure. A spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.